Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following magnesium infusion was hung as secondary on line with normal saline running to keep vein open (tko) . Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned , the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag.